Event description:
Procedure: endometriosis & ovarian cyst. Reportedly, during trans-umbilical insertion of the trocar, the left primitive iliac vein was perforated. There was then hemorrhaging and the patient subsequently expired due to a "coagulation disorder" related to "the massive vascular filling required after the iliac vein lesion."

Manufacturer narrative:
The hospital reports that the device came from 1 of 3 product lots (see d4): lot #2: p6h919, expiration date: 08/31/2011, manufacture date: 06/2006. Lot #3: p6e1287, expiration date: 05/31/2011, manufacture date: 05/2006.